Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into an 87.2 mm annulus, no pre- implant balloon aortic valvuloplasty (bav) was performed. The valve was loaded once and the loading was confirmed with visual, tactile, and fluoroscopic inspection. During attempted implant at a target depth of 3 mm, using the cuspal overlap technique with an attempt to align the commissures, an infold of the valve frame was noted. It was reported the infold was evident prior to recapturing the valve. The valve was recaptured and removed from the patient. A new valve was implanted successfully. Per the physician, calcification of the patient's anatomy may have contributed to the infold. No adverse patient effects were reported.